Manufacturer narrative:
The liberty cycler was returned for eval; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specs. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specs. A clinical investigation was performed. Per the fmc associate medical director, the events of recurrent peritonitis is unlikely related to the liberty cycler. The pt has a history of cholecystitis which may be contributing to the frequent episodes of peritonitis. Another probable cause of the episodes might be potential touch contamination while on continuous ambulatory peritoneal dialysis (capd). The nurse also stated that the pt was residing under unhygienic living conditions. The pt continues hemodialysis therapy. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) called in to request a new liberty cycler due to drain complications during her pd treatments on (B)(6) 2011. The pt stated she had difficulty draining and was currently doing hemodialysis. The cycler was replaced. During a follow up call on (B)(6) 2011, the pt's husband stated that the pt's hospitalization was due to uremia. During a follow up call on (B)(6) 2011, the pd nurse stated that the pt was hospitalized due to peritonitis. The pt had recurrent peritonitis events over the past year. The pt was admitted to the hosp on (B)(6) 2011 due to peritonitis and discharged on (B)(6) 2011. The pt continued therapy on hemodialysis.